Event description:
It was reported that the patient has had since 2002 varying impressions of sound due to rising impedances. During each fitting a new map would be created, but the patient had only minimal usage of the device. Despite many queries as to whether the patient wished to be re-implanted, the patient did not reply. The patient finally made a decision to be re-implanted and the surgery was carried out in march 2006 without any contact with med-el.